Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument was difficult to open. The surgeon applied another device to completet the procedure. The hospital has reported no pt injury occurred.